Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. The insulin pump was not bumped or dropped. The drive support cap is flush. Blood glucose value was 105 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, broken belt clip slot, and missing end cap sticker.